Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of two photographs. A visual inspection of the returned photos noted that a reloads cartridge can be seen to be partially fired, with staple pushers being visible. The jaws of the reload were open. The cut line cannot be determined as it cannot be seen in the returned photographs. The second returned photograph was of a staple line. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while stapling across the stomach during a laparoscopic sleeve gastrectomy, two black loads were fired, and was switched to a purple load for the third firing. The stapler slowed down, and was very quiet, but the surgeon did not think that the tissue was thick. When the staple load stopped firing, the surgeon thought it ended quick and pressed down a few more times to see if it still had staples left to fire. The stapler was then pressed up to retract the knife blade and when the jaws were opened, it was noticed that the staples only fired half-way across. Another reload was fired to complete the case. There was no patient injury.